Event description:
Implant did not work as planned. There was no adverse consequence reported.

Manufacturer narrative:
Functional testing (shape recovery testing) confirmed that the returned device conformed to memometal specifications. The root cause of the event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.